Event description:
The customer reported to philips can't read ECG on device. There was no patient or user involvement.

Event description:
The customer reported to philips that they can't read ECG on device. There was no patient or user involvement.